Event description:
Case reference number (B)(4) is a spontaneous report sent on 12-feb-2023 by consumer/other non-health professional concerning a female patient of an unknown age. The patient had no known relevant medical history, diseases or allergies and/or hypersensitivities. The patient did not receive any other similar injection treatments previously. In (B)(6) 2015, the patient received treatment with restylane to temples and nasolabial folds (unknown amount, lot number, injection technique and needle type) by a physician who was a galderma master trainer. According to reporters, the patient was treated with restylane classic. As per affiliate there was no product with this name (current or previously) it was not known if they were referring to the product with the name restylane (the original restylane product) or the product with the name former name emervel classic (current name restylane refyne). During the same occasion, the patient had also received treatment restylane skinboosters vital to tear trough (unknown amount, lot number, injection technique and needle type) and botox [botulinum toxin type a] on forehead. In the beginning of 2017, the patient had experienced sizeable encapsulation (encapsulation reaction) or bulb (implant site mass) in the left temple, and it always had the character of a rubber-like bump, and the size had remained basically constant since they noticed it. In 2017, the patient first went to the family physician in sweden, who immediately sent her to the cytologist where it was concluded that encapsulation/bulb was not cancer but instead their firm opinion was that the bulb was a filler and that they were unable to do more about it. On (B)(6) 2017, the patient went to a physician specialized in aesthetic treatments who was unable to aspire the material from the encapsulation and injected hyaluronidase [hyaluronidase]. In the early fall 2017, the patient went to another physician who was also unable to aspire the encapsulation and further stated that the filler treatment was performed very long ago and the restylane might had been broken down, but the encapsulation was still there. According to this physician, it was likely that the patient would have to live with encapsulation/bulb for the rest of her life. According to husband, in 2023, the bulb has started to move downwards (device dislocation) and caused a growing physical pain (implant site pain), and the situation was very uncomfortable for the patient. Hence, they decided to seek help again. The reporters confirmed that the patient has not received any antibiotic treatment for the encapsulation/bulb. The patient did not perform any other similar injection treatments before or after the treatment occasion in (B)(6) 2015. Outcome at the time of the report: encapsulation was not recovered/not resolved/ongoing. Bulb was not recovered/not resolved/ongoing. Growing physical pain was not recovered/not resolved/ongoing. Tracking list: v.0 initial v.1 fu received on 29-apr-2023 from the same consumer (patient's husband) and from the patient: patient initials, concomitant filler and toxin treatment, suspect device implant date, device location, event onset date and corrective treatment details updated. Case was upgraded to serious. V.2 follow-ups were performed without response. Case was reopened to submit final mir.

Manufacturer narrative:
Company comment: the serious expected events of mass and encapsulation reaction and the non-serious expected events of pain at implant site and device dislocation were considered possibly related to the treatment. Seriousness criteria include the need for multiple medical interventions and permanent damage to a body structure. The potential root cause is the treatment procedure or a foreign body reaction to the product in the local tissue. Potential contributory factor for long standing events includes inadequate treatments. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Product note: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure or the product. Lot number was not reported, and the product could not be verified. A follow-up on the lot number will be performed. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Manufacturer narrative:
Company comment: the serious expected events of mass and encapsulation reaction and the non-serious expected events of pain at implant site and device dislocation were considered possibly related to the treatment. Seriousness criteria include the need for multiple medical interventions and permanent damage to a body structure. The potential root cause is the treatment procedure or a foreign body reaction to the product in the local tissue. Potential contributory factor for long standing events includes inadequate treatments. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure or the product. Lot number was not reported, and the product could not be verified. A follow-up on the lot number will be performed. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 12-feb-2023 by consumer/other non-health professional concerning a female patient of an unknown age. The patient had no known relevant medical history, diseases or allergies and/or hypersensitivities. The patient did not receive any other similar injection treatments previously. In (B)(6) 2015, the patient received treatment with restylane to temples and nasolabial folds (unknown amount, lot number, injection technique and needle type) by a physician who was a galderma master trainer. According to reporters, the patient was treated with restylane classic. As per affiliate there was no product with this name (current or previously) it was not known if they were referring to the product with the name restylane (the original restylane product) or the product with the name former name emervel classic (current name restylane refyne). During the same occasion, the patient had also received treatment restylane skinboosters vital to tear trough (unknown amount, lot number, injection technique and needle type) and botox [botulinum toxin type a] on forehead. In the beginning of 2017, the patient had experienced sizeable encapsulation (encapsulation reaction) or bulb (implant site mass) in the left temple, and it always had the character of a rubber-like bump, and the size had remained basically constant since they noticed it. In 2017, the patient first went to the family physician in sweden, who immediately sent her to the cytologist where it was concluded that encapsulation/bulb was not cancer but instead their firm opinion was that the bulb was a filler and that they were unable to do more about it. On (B)(6) 2017, the patient went to a physician specialized in aesthetic treatments who was unable to aspire the material from the encapsulation and injected hyaluronidase [hyaluronidase]. In the early fall 2017, the patient went to another physician who was also unable to aspire the encapsulation and further stated that the filler treatment was performed very long ago and the restylane might had been broken down, but the encapsulation was still there. According to this physician, it was likely that the patient would have to live with encapsulation/bulb for the rest of her life. According to husband, in 2023, the bulb has started to move downwards (device dislocation) and caused a growing physical pain (implant site pain), and the situation was very uncomfortable for the patient. Hence, they decided to seek help again. The reporters confirmed that the patient has not received any antibiotic treatment for the encapsulation/bulb. The patient did not perform any other similar injection treatments before or after the treatment occasion in (B)(6) 2015. Outcome at the time of the report: encapsulation was not recovered/not resolved/ongoing. Bulb was not recovered/not resolved/ongoing. Growing physical pain was not recovered/not resolved/ongoing. Tracking list: v.0 initial v.1 fu received on 29-apr-2023 from the same consumer (patient's husband) and from the patient: patient initials, concomitant filler and toxin treatment, suspect device implant date, device location, event onset date and corrective treatment details updated. Case was upgraded to serious.